Event description:
Patient in interventional radiology had a right pleurex catheter removed. Upon removal of the catheter by the interventional radiologist, the catheter broke into pieces. The radiologist had to make three inch incision to retrieve the end of the catheter from the patient.

Manufacturer narrative:
The pleurx catheter involved in the event was visually inspected. Only one of the pieces was available for inspection. The piece that reportedly broke off into the patient was not available. The piece of the catheter available measured approximately 10.5 inches from the valve to the point of breakage. The cuff was not present on the piece inspected and based on the dimensions of the piece, it is assumed that the cuff was retained on the other piece that broke off into the patient. A surgical stitch was still positioned approximately one (1) inch from the point of breakage. Approximately half of the catheter piece had a slightly yellow tint starting at the stitch. At the point of breakage, about half of the diameter was smooth in nature, whereas the other half was jagged. The catheter's silicone material was not brittle or otherwise compromised. From the visual inspection, it appears that the possible cause of the reported condition is that upon removal, a slit was made at the point of breakage with a scalpel and upon retraction of the catheter, the remaining area of the slit snapped off, causing the jagged appearance. There is currently no additional information available regarding the event. A review of complaint data did not identify any trend with this or similar failure modes. A review of applicable manufacturing procedures in the (B)(4) did not identify any issues that may have contributed to the reported failure mode. (B)(4). The purpose of the test was to recreate the observed failure mode to show a similar cross section of the catheter tubing when compared with the pictures of the complaint sample and to identify the force it would take to break the catheter when inserted in the patient. The investigation also noted the catheter would not function correctly if the identified cut/tear in the catheter tubing existed prior to placement in the patient. This investigation recommends for the user of the drainage system to exert extreme care when dissecting the sutures holding the catheter in place prior to removal, to avoid accidental cuts in an effort to minimize the potential of a repeat of a similar failure mode.